Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was unknown at the time of the incident. Customer stated that, the insulin pump was not exposed to a high magnetic field. Customer stated that, they are not able to rewind the pump. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had constant pump error 38 alarm during the rewind test due to corroded motor home switch. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38 alarm. The electronic assembly and force sensor had moisture damage.

Manufacturer narrative:
The correct information has been provided with this report.